Event description:
It was reported that an ilet user experienced sustained hyperglycemia with a highest cgm value of 318 mg/dl over approximately six hours while using the ilet system with a dexcom g7, following an unannounced dinner and subsequent automated high alerts. Symptoms included hyperglycemia. Outcomes included transient high glucose without medical intervention. Investigation included review of device data and user report, along with troubleshooting and education on proper meal announcement practices. Investigation of this case revealed that the elevated glucose was associated with a missed meal announcement, with no device malfunction reported or observed. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to missed meal announcement, addressed through education on best practices.